Event description:
Litigation papers allege the pt was revised because the acetabular cup eventually detached, disconnected, created metallic debris, and or loosened from plaintiff's acetabulum, caused severe pain, and inhibited plaintiff's ability to walk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.